Manufacturer narrative:
(B)(4). No additional evaluation and/or repair information has been made available at this time. A supplemental report will be provided, if same is later provided.

Event description:
Customer reported that on (B)(6)2017, intra-aortic balloon pump (iabp) therapy was started with ami patient after pci and patient was then transferred to ICU. Then on (B)(6)2017 at 7a.m., while they were preparing for x-ray in the intensive care unit, the pump suddenly shutdown. Subsequently, customer replaced pump to continue procedure, and no patient injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information will be provided pending the evaluation of the iabp.

Event description:
Customer reported that on (B)(6)2017, intra-aortic balloon pump (iabp) therapy was started with ami patient after pci and patient was then transferred to ICU. Then on (B)(6)2017 at 7a.m., while they were preparing for x-ray in the intensive care unit, the pump suddenly shutdown. Subsequently, customer replaced pump to continue procedure, and no patient injury or adverse event was reported.